Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported experiencing syncope. The local boston scientific field representative (fr) reported that a remote monitoring transmission was performed which indicated normal device function and one episode of atrial fibrillation with rapid ventricular conduction. A source for the patient's syncope was not determined. There were no additional adverse patient effects. The device remains in service.